Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were hard to press, backlight button rubbed off, no delivery alarms and there were bubbles in the reservoir. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.